Event description:
Procedure: CABG. According to the reporter: the device scissored and jammed. The vein was cut when scissored. Another device was opened to continue the case. There was no report of pt injury, unanticipated blood, or extended operative time.

Manufacturer narrative:
(B)(4).